Event description:
A 15 mm diameter x 6 cm length sprinter balloon dilatation catheter was inserted into a pt for treatment of an unk artery. Vessel tortuosity and lesion calcification are unk. It was reported that the balloon would not completely deflate. The balloon was removed from the pt partially inflated however, the balloon was removed without pt injury. It was also reported that the case was completed successfully. There were many failed attempts to receive additional info for the case. No add'l clinical sequelae were reported and the pt is reported to be fine.